Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm. The technical service representative (tsr) had the home patient (hp) close all of the clamps and explained that the alarm was an air detect alarm. The hp cycled the power to clear the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The hp was using a patient line extension that did not get primed. The tsr advised to start over with all new supplies. The tsr explained to connect the patient line extension before starting prime and to make sure that the clamps on it were open. The hp understood. The patient would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 was an incomplete prime. The patient had not connected the patient line extensions prior to prime, which is a known cause of this alarm. Per baxter labeling, the patient is instructed to connect any patient line extensions prior to priming the homechoice. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.